Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic upon exhibiting episodes of ventricular tachycardia and ventricular fibrillation. It was further reported that the patient had collapsed and received cardiopulmonary resuscitation (CPR). Upon interrogation in clinic, it was revealed that the patient's implantable cardioverter defibrillator had failed to deliver high voltage therapy due to the ventricular tachycardia slowing down below the detection rate. No intervention was performed. The patient was stable.